Event description:
Customer observed a leak of diluted blood leaking from the lh 500 instrument. No erroneous patient results were generated in connection with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse resolved the issue by replacing the actuator valve for pv35. He also replaced the pinch tubing, and vc7 waste check valve. (B)(4).